Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the analog interface (ai), printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).